Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "hair like" particulate matter was observed inside the cap of one unit of a polyflux 14l dialyzer. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3 and h6. H10: the actual device was not available; however, three photographs of the sample were provided for evaluation. During the visual inspection of the photos, the product was found wet after priming. On one photo, a hair-like particulate matter was visible inside the header cap. The particulate matter was clamped under the o-ring sealing. The reported condition was verified. The cause was manufacture related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.